Event description:
It was reported that the patient presented with angina and the procedure was to treat the proximal right coronary artery (rca) with heavy calcification, heavy tortuosity and 95% stenosis. The 3.5x23 mm xience sierra stent was implanted and a dissection was noted. Another xience sierra stent was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.